Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a bolus stop alarm and buttons were unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to clear the alarm. Customer states all buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Bolus stopped alarm not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.